Manufacturer narrative:
Follow-up # 1 (03/13/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging the meter was displaying an error 1 message. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).